Event description:
Device was returned for analysis because the test stimulation lead has been broken during positioning due to premature removing of the stylet. The distal part remains in the pt's body. Follow up not provided by foreign rptr.